Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a documented blood glucose of 308 mg/dl after a recent supply change and after making meal announcements; the user was instructed to disconnect the ilet as if showering, fill tubing until drops were observed, reconnect, and avoid using meal announcements to correct high glucose to prevent algorithm disruption. Symptoms included elevated blood glucose. Outcomes included no hospitalization or medical intervention beyond troubleshooting and education. Investigation included product troubleshooting, patient education on infusion set management, tubing fill confirmation, and guidance to replace all supplies if glucose did not decline within 60¿90 minutes; shipment of contact detach sets was initiated for trial. Investigation of this case revealed no confirmed device malfunction and suggested an unclear cause of hyperglycemia, with potential contribution from infusion site or set performance that stabilized after tubing priming and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.